Event description:
While pipetting an antibody screening plate on summit the tech noticed blood clots in wells e3 and f3. No error was generated by the summit. No death or serious injury was associated with this incident.